Event description:
After completion of a transanal endoscopic microsurgery procedure it was noted that a black nitrogen tank had been connected to the insufflator when a gray carbon dioxide cylinder should have been used. When the e-cylinder connecting yoke was examined it was noted that it could be attached to the cylinder valve without the safety index pins coming in contact with the gas cylinder valve body. Further examination revealed that the yoke had been assembled with a dual threaded fitting that was too long for the yoke body. This resulted in the plastic sealing washer making contact with the cylinder prior to safety pin insertion. This defect would have allowed connection to any gas cylinder with any safety pin key configuration.